Event description:
The patient reported that when the start button on the remote monitor was pressed, it failed to power up. No indicator lights came on and it did not initiate a transmission. Troubleshooting steps were taken, to no avail. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.